Event description:
It was reported that device had channel disconnections or channel errors or communication errors. The customer also reported they 'get a red screen'. They reported wiping the iuis directly with purple top cleaning wipes in order to disinfect. This was reported to bd representatives during their site visit. Bd clinical consultant reviewed pump error troubleshooting and avoiding the iuis when wiping the devices. There was no information on patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.